Event description:
It was reported that this right atrial (ra) lead exhibited undersensing which resulted in an inappropriate ventricular episode to be stored and an inappropriate shock to be delivered by the device. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.